Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿9.2 troubleshooting guide ·code:e117 ·error message otv error ·possible cause: camera control unit malfunctions. ·solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Error code e117 (camera error) was displayed due to a faulty printed circuit board (motherboard). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus employee found that the camera control unit displayed error code e117 (camera error). The device was not in use by a facility at the time of the event. There was no patient involvement or impact, as the issue was identified during service.